Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a physician that a lead break was seen during an x-ray review. The x-rays were not sent to the manufacturer for review. The patient will be referred for revision surgery. The patient's programming history available in the in-house database was reviewed. The only diagnostics recorded were for the date of implant and normal device function was confirmed. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient had a recent generator replacement. The lead was not replaced at that time and it is planned for the patient to have surgery at a later date. Surgery had not occurred to date. Product return attempts for the generator are in process.

Event description:
Additional information was received that the lead was replaced. Good faith attempts for product return have been unsuccessful to date. The lead was no received in the pathology department at the hospital. It is unknown where it is and reported that it was likely discarded.

Event description:
Additional information was received that the patient has not had their lead replaced although surgery is likely.

Event description:
Additional information was received that the explanted generator is not available for return. It is assumes by the hospital that it was discarded in surgery. The patient had diagnostics run recently which were within normal limits (output status - ok, impedance - ok, impedance value - 1628 ohms, eos - no). It is unknown if the patient had a lead replacement.